Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve the cardiac output decreased. The valve was recaptured; however the cardiac output did not recover. The valve was quickly deployed. The pressures remained low and ventricular tachycardia (vt) was noted. Cardiopulmonary resuscitation (CPR) was initiated. As CPR continued, a non-medtronic guidewire reportedly caused a laceration to the apex as it was in the ventricle during CPR and the valve also migrated due to the compressions. A snare was used to drag the valve to the aortic arch. Surgical intervention was performed and the valve remained in the aortic arch. The patient is still alive with no brain function, not likely to regain consciousness. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.